Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). The investigation has been reopened due to receiving lot information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update rec'd 09/24/2014 - plaintiff's preliminary disclosure form was received, which identified lot information for the right and left stem from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/07/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ bilateral patient. Litigation papers allege that patient experienced pain and elevated metal ion levels. Patient's preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information for both sides. Doi: (B)(6) 2008 - dor: none reported (right hip). Doi: (B)(6) 2008 - dor: none reported (left hip). Patient is a resident of (B)(6). Update: - der rcvd (B)(6) 2014. Updated revision date / surgeon / hospital for left side and product information for both sides.